Manufacturer narrative:
One catheter with monoject 1.5cc limited volume syringe was returned for evaluation. An arrow contamination shield and introducer was seated to the catheter through 80cm to 100cm. The contamination shield was removed for evaluation after balloon examination. Balloon was found to be ruptured at the center area around circumference. The ruptured edges appeared to have the same shape and matched up with no missing latex. All through lumens, including the inflation lumen, were patent without any leakage or occlusion. No visible damage to the catheter body, balloon bonding sites or returned syringe was observed. No visible inconsistencies were observed on the returned introducer. The catheter was inserted into the returned introducer and introflex 9fr introducer and passed with no resistance. Note that recommended introducer size for 777hf8 catheter is 9fr per IFU. The returned introducer was 8.5fr. Balloon inflation test was performed using returned syringe with 1.5cc air. Visual examinations were performed at 20x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of balloon issue was confirmed. There was no indication of a manufacturing nonconformance noted during the analysis. It is not known if some clinical or procedural factors may have contributed to the event. No actions will be taken at this time.

Event description:
It was reported that the "balloon was found ruptured and flipped entirely when it was removed from the patient during use. The customer commented that after insertion, a strong resistance was felt at 50cm from the tip and could not move forward, so the catheter was pulled 2cm back with the balloon deflated. The balloon was inflated again to move forward, but the strong resistance was felt at 50cm, so the customer decided to remove the catheter to check. The catheter was pulled and removed smoothly with the introducer remaining in the patient. The balloon was found flipped entirely. The planned operation was postponed to take necessary precautions.¿catheter was able to measure pap. There was a possibility that the balloon was not deflated. No blood aspirated into the syringe. It is unknown if the inflation syringe was removed from the gate valve to deflate the balloon. There were no patient complications reported. There were no problems observed with catheter before use.